Event description:
As reported by the regional manager per the user facility: "we had a nurse stuck when the safety device did not engage as it should have. This was a seasoned nurse who was very familiar with the product and has been using it since it was implemented here a year or so ago. I do not have the defective product or lot number. Injury occurred after IV inserted, regular hospital protocol followed post needle stick". Additional information provided by the facility indicated the nurse involved in the incident received protocol bloodwork testing and as far as the reporter knows, all results have been negative. She reported this to be an isolated incident. The sample was discarded and the lot number remains unknown.

Manufacturer narrative:
The actual device involved in the reported incident was discarded and was not made available to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.